Event description:
Patient was transferred to [redacted] from [redacted] after several bouts of syncope and falls. Unable to interrogate device in emergency department as pacemaker was in safety core mode. Patient dependent on pacemaker. Patient underwent emergent pacemaker generator change on [redacted].